Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurysm is currently 6 cm in diameter due to the device migrating resulting in a type I endoleak. The physician elected to implant three endurant aortic cuffs and the migration and the type I endoleak were resolved. The physician stated that the cause of the event was due to infrarenal aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).